Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction injection via manual injection. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.